Manufacturer narrative:
Radiograph received depicted two disassociated set screws at s1. No product information or explants have not been received. DHR review and product investigation cannot be completed, as the screws were disposed of by the hospital. Revision surgery removed the set screws, repositioned s1 screw and extended to the ilium. It was reported the patient is overweight and did a fair amount of bending. Review of labeling notes. Labeling, warnings and precautions: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock. Postoperative warnings: the patient should be advised that implants may bend, break or loosen despite restriction in activity. The root cause is unknown, but the patient's fall may have caused or contributed to the event.

Event description:
Initial surgery was performed from l3 - s1 in (B)(6) 2017 and patient was instrumented with poster fixation. On (B)(6) revision surgery was completed to remove two screws at s1 that had broke mid-shaft.